Event description:
It was reported that the patient presented for a generator change procedure. Prior to the procedure, upon interrogation, it was noted that the right atrial (ra) lead had exhibited an elevated capture threshold. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.